Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital with a stroke. It was noted that the right ventricular lead was implanted in the left ventricle unknowingly by the physician. It was suspected that the right ventricular lead being implanted in the left ventricle may have been related to the stroke. The patient was given anticoagulants and will continue to be monitored. No device intervention was performed. No further information available.